Event description:
Patient reported pain approximately 6 months post-operatively. Imaging showed evidence of a single broken pedicle screw at the s1 level. A procedure was performed to remove and replace both screws at the s1 level and extend the construct for increased fixation.

Manufacturer narrative:
Description of evaluation: a broken screw was returned. A microscopic visual examination was performed which found striations on the break surface indicative of fatigue. Based on the results of our evaluation, we cannot determine the exact cause of the difficulty reported.